Manufacturer narrative:
Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, selftest and occlusion test. Device was monitored and functioning properly. No pump error alarm during testing.the motor was tested outside of the device and passed.hardware low level failures alarm (variableinfo=3) confirmed in the pump history due to broken trace.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a pump error. The customer's blood glucose level was 12.7 mmol/l. The customer reported that the insulin pump had a this alarm is generated when the pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement error. The customer reported that they were able to clear the alarm and were able to rewind the insulin pump. The customer reported that the insulin pump passed the displacement test. The customer reported that insulin pump received a hardware low level failure system error during the self test. The insulin pump will not be returned for analysis.